Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found one similar report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that they used an angio-seal evolution 6fr to perform a diagnostic angiography procedure in the cath lab. The following information was provided by the user facility: during the closure of the puncture and after the doctors deploy the anchor, the doctor pulled the device handle into full rear position and the sleeve snap locked. When the doctor pressed the suture release button and pullback, the suture cable broke. Hemostasis was achieved with manual pressure. It was reported that there was no surgical intervention required, no complications, and no infectious disease reported. Patient observation during the following hours. Femoral introducer and regular guide wire were used with the reported product.